Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported boot issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle upon power on. When this occurred the leds on their device blinked and the device returned to the start-up screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle upon power on. When this occurred the leds on their device blinked and the device returned to the start-up screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.